Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the sleeve steering issue. It was reported that this was a mitraclip procedure to treat functional degenerative regurgitation (mr) with a grade of 4. Two clips were successfully implanted, reducing mr to 2. A third clip delivery system (cds) was advanced; however, while attempting to steer down to the mitral valve using the m knob, a strange curve of about 60 - 80 degrees was seen. The cds was removed from the patient and another cds attempted, but the gradient was too high and that cds was removed, undeployed, as well. After removal, the gradient returned to baseline and mr remained at 2. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported sleeve steering issue was not confirmed, as it performed as intended during device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported sleeve steering issue could not be determined. The returned device analysis confirmed that the steerable sleeve functioned as intended; however, a bent actuator mandrel was identified. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.